Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgery, it was observed that the battery oscillator device handpiece was not working as usual and had an unusual noise. There was no delay to the surgical procedure and a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the complainant's description that the device was not working as usual and unusual noise was confirmed. It was further noted that the device did not function, trigger was sticking, wires on the electronic control unit were damaged and twisted, electronic motor was damaged, came loose because of broken securing pin, unknown substance on trigger components and worn bearings and o-rings. The assignable root cause was determined to be failure to follow cleaning, sterilization and/or maintenance procedures per the directions for use and wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.